Manufacturer narrative:
Other, other text: b3: date of event is unknown. One device was received for investigation with a crack on the right corner of the case. Functional testing of the device was able to duplicate the loudness of the device. The complaint is confirmed. There was not enough grease on the worn coupling causing the pump to be loud. Once this was fixed the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a loud noise error. No patient injury.